Event description:
It was reported that prior to an unknown procedure there was foreign matter that appeared from the device after firing at the condition of no clip inside. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Eval summary - the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. No foreign matter was found while firing the instrument. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.